Event description:
It was reported that the patient presented to the emergency room with swollen legs and fatigue. Upon interrogation, it was noted that the device was no pacing effectively and there was high impedance of 2987 ohms. When programmed to unipolar, the impedance decreased to 560 ohms and the device began to pace again. The physician suspected a lead fracture and on fluoroscopy he saw the lead broken right below the atrial sense ring. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "stable'.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.